Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, externalized conductors were observed. Increased pacing lead impedance and variation in high capture thresholds were also noted. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 11.2-12.7cm from the distal tip. The etfe coating was intact at this location.